Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced on (B)(6) 2025 due to premature battery depletion. The patient was asymptomatic. The patient was stable throughout the procedure.